Event description:
It was reported that the autopulse platform permanently displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message with no load on the load plate. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/15/2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and it was observed that the load plate cover was damaged. A review of the platform's archive was performed and consistent with the customer's reported complaint, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) messages were observed on the reported event date of 7/7/2015. The platform was functionally tested, and the customer's reported complaint of the autopulse platform displaying a user advisory 7 was confirmed. Further inspection identified that one of the load cells was not functioning properly and was over reporting. Based on the investigation, the part identified for replacement was one of the load cells. In summary the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 7 was confirmed through review of the platform's archive and during functional testing. Further inspection identified the root cause to be that one of the load cells was over reporting. The additional physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.